Manufacturer narrative:
(B)(4). Batch # t5et0w. Device analysis the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position and missing. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. A gst60b cartridge reload was received fully fired and not loaded in the device. The bailout system was reset and then an attempt to fire the device was made; however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. However, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the device stopped firing during use. This was on the 2nd firing. The knife reverse switch was used, but the knife did not return to home position, so the manual override lever was used to release the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.